Manufacturer narrative:
E1 - initial reporter first name: (B)(6). Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.75x28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, with struts on proximal rows 7 to 12 of stent stretched distally. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 24mmx2.75mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 2.75x28mm promus element drug-eluting stent was used for treatment. However, the physician encountered resistance in advancing the device through the lesion and noticed that the stent strut was damaged after removal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 24mmx2.75mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 2.75x28mm promus element drug-eluting stent was used for treatment. However, the physician encountered resistance in advancing the device through the lesion and noticed that the stent strut was damaged after removal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.